Event description:
It was reported the that the patient states 3 years ago she was implanted with her first stimulator device. The patient states the therapy worked at first but then the lead wires became disconnected. The patient states healthcare provider re-implanted the ins(stimulator) and leads. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v956867, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3889-28, lot# v956867, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).